Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to user error. No device failure.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Performed circuit tests, replace the proximal flow sensors with each new patient and have a trained technician who performs annual pm. Issue was able to recreate using a test lung. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ICU doctors noticed that bellavista1000e us 17,3" ventilator end-tidal volume (vte) on all of their units are unusually low (-20%). No patient harm.